Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load multiple cartridges. Reportedly, the cartridge was filled with 100 units of insulin. The customer's blood glucose (bg) level was over 200 mg/dl; however, an exact bg value was not provided. To address the bg level, the customer administered a manual injection. During a follow-up call on (B)(6) 2017, the contact reported loading a new cartridge successfully.